Event description:
A malfunction alarm was reported by the customer, specifically displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged and understood.